Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during boot up, the cs300 intra-aortic balloon pump (iabp) units display screen was white and the wrong screws were used.

Event description:
It was reported that during remediation by a getinge service field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) units display screen was white and the wrong screws were used. When replacing 4 non getinge screws with 4 getinge screws on the manifold assembly, during the course of remediation, damaged the unit by plugging boards and connectors in while the unit was powered on. Discovered that the display control board, the main board, the solenoid control board and the display touch pad were damaged along with the manifold and drive assemblies. There was no patient involvement.

Manufacturer narrative:
Additional contact details: reporter name: (B)(6). E-mail address: (B)(6). Phone number: (B)(6). It was reported that the cs300 intra-aortic balloon pump had symptom white display. There is no patient involvement. A getinge field service engineer(fse) inspected the device and found several blown boards. These boards were blown when another technician was performing the pm. He must have unplugged and plugged cables in and out on these boards with the unit powered on. The customer will not be charged for this repair since it was a mistake on our end. Fse replaced the main board (d670-00-0788), the display controller (d670-00-0640), the solenoid driver board (d670-00-0639e) and the fill manifold (d406-00-0613) and drive manifolds (d104-00-0018). He performed a complete system checkout and the unit performed normally and passed all safety and functional testing and was cleared for clinical use.

Event description:
N/a.